Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd micro fine plus¿ pen injector needle had a labeling error as "2ea mfp32g4mm got mixed in the polybag." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Additional information: medical device catalog number: 320136. Medical device lot number: 7143586. Medical device expiration date: 05/31/2022. Device manufacture date: 06/30/2017. Investigation summary: one sealed 31g x 5mm pen needle polybag and five photos were returned from lot. No. 7143586, cat. No. 320129. Visual examination was carried out and it was observed that two 32g x 4mm pen needle samples from cat. No. 320136 lot. No. 7143601 were mixed in a 31g x 5mm pen needle polybag from lot. No. 7143586. Visual examination was carried out and it was observed that two 32g x 4mm pen needle samples from lot. No. 7143601 were mixed in a 31g x 5mm pen needle polybag from lot. No. 7143586. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. Lot. No. 7143586 was manufactured on line 12, june 25th to 29th, 2017 and packaged on line 667 july 3rd to 5th, 2017. Lot. No. 7143601 was manufactured on line 17 june 30th to july 02nd 2017 and packaged on line 667 july 5th to 8th, 2017. Following a review of the assembly packaging sequence it was identified that both lots were staged side by side outside the japan packaging area at the same time. The most likely cause is that two pen needles from lot. No. 7143586 were transferred to lot. No. 7143601 during the movement of lots to the staging area. Lots are no longer staged in close contact with each other therefore no further corrective action is required.

Event description:
It was reported that before use a bd micro fine plus¿ pen injector needle had a labeling error as "2ea mfp32g4mm got mixed in the polybag." There was no report of exposure, injury or medical intervention needed.